Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in this lot.. This report was mailed to the FDA on: 09/19/2007. Additional information was requested on 08/27/2007 by mail and by fax on 09/06/2007 by phone.

Event description:
The consumer reported he has blurry and hazy vision at near and distance following bilateral intraocular lens implants. Vision has been fluctuating between 20/20 to 20/40. Consumer has guttata in both eyes. Surgeon reports the iol in the left eye was explanted and replaced with a different lens model and diopter. Additional information has been requested. MDR # 1119421-2007-00383 (right eye) MDR # 1119421-2007-00384 (left eye)